Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer surgeon placed stabilizer on retractor and tightened knob. Once tightened, however, the arm was still loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was performed. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was not secured in position when the knob was turned clockwise. The knob did not tighten the arm. Based upon these findings, the reported complaint for the reported failure mode "mechanical issue" was confirmed. Ship history: a lot history record review was completed for lots 25134088, 25134199 and 25134406 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer surgeon placed stabilizer on retractor and tightened knob. Once tightened, however, the arm was still loose. A replacement device was used to complete the procedure. The hospital did not report any patient effects.